Event description:
This 50 yr old female underwent bam 19 yrs ago with silicone gel implants. The procedure was performed at another facility, thus the MFR is unknown to this reporting facility. The pt has been asymptomatic, however, has a markedly contracted and irregular left breast. Gross exam: both implants are ruptured, exuding gelatinous tenacious material.